Event description:
It was reported that the patient experienced an infection. It was noted that the patient developed endocarditis. The right ventricular (rv) lead and the implantable pulse generator (ipg) were removed and replaced. The pacing lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: model addrl1 ipg, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.